Event description:
I've used amo complete care plus contact solution, and I keep on having problems with my eyes. I have gone to the eye doctor about it in the past. I've been using this product for several years now, and only within the past year or two, I have been having problems. I've been experiencing excess tearing, redness, feeling like something is in my eye when there isn't and also sensitivity to light. In the past two years, I've lost a lot of vision as well. Dose or amount: full lense case. Route: unk. Dates of use: 2005 - 2007. Diagnosis: wears contacts. 2nd device: dose or amount: full lens case. Route: unk. Dates of of use: 2005 - 2007. Diagnosis: wear contacts.